Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or increase in complaint activity. Return testing was not completed as returns were not available. Review of the data found that scatter review suspected the potential presence of plt clumps. However, the fcs analysis determined the threshold to trigger the plt clump flag was not reached in this case. Based on the information provided, the alinity hq did not flag plt clumps per the current algorithm. Plt clumps are known interfering substances to affect plt results. Per alinity h-series operations manual (80000023-107, 2019-09-03), section 7 operational precautions and limitations, test results must be used with other clinical data, such as symptoms, other test results, the patient history, clinical impressions, the clinical evaluation information, and other diagnostic procedures. If test results are inconsistent with the clinical evidence, additional testing is recommended to confirm the results. Errors can occur because of potential operator errors and system technology limitations. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68, serial number (B)(6), was identified.

Event description:
The customer observed missing platelet clumps flagging on cbc (complete blood count) results generated from alinity hq processing module which does not match with smear review for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial platelet=19.0 10e3/l /repeated=27.7 10e3/l /repeated on alinity hq01087=78.3 10e3/l and 121 10e3/l there was no reported impact to patient management.

Event description:
The customer observed missing platelet clumps flagging on cbc (complete blood count) results generated from alinity hq processing module which does not match with smear review for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial platelet=19.0 10e3/l /repeated=27.7 10e3/l /repeated on alinity (B)(6) =78.3 10e3/l and 121 10e3/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction was made to field d2b pro code. The incorrect code of grz was changed to correct code gkz. This was a typographical error correction. Updated information in section d4 primary UDI number.